Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer had received the mirror image of a tracheostomy tube that had been ordered two years ago but only recently opened. There was no reported patient harm. There is no report of death or serious injury associated with this event. .